Event description:
It was reported that the patient presented with no radio frequency (rf) telemetry on their pacemaker. No further information about intervention was reported. There were no patient consequences and the patient will continue be monitored.